Event description:
A baxter sales representative reported a crack was found on the cap during use. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a cracked minicap was confirmed; however, the assignable cause was not determined. A batch review was performed, and no issues were noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is.